Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Exanthema generalised [rash generalised]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a (B)(6), male, pt, initials (B)(6). The pt's medical history is significant for gonarthrosis. On (B)(6) 2011, the pt initiated the first synvisc injection of 2 ml into the left knee. The synvisc lot number was not provided. On (B)(6) 2011, the pt initiated the second synvisc injection of 2 ml into the left knee and first synvisc injection of 2 ml into the right knee. On (B)(6) 2011, the pt developed exanthema generalized. On (B)(6) 2011, the pt visited the hospital (surgery department). During the visit, the pt was treated with injections; glycyrrhizin glycine cysteine combined drug and 5 mg of chlorpheniramine maleate and was prescribed oral medication; olopatadine hydrochloride, from (B)(6) 2011 until (B)(6) 2011. The pt did not receive any further synvisc injections. On (B)(6) 2011, synvisc was permanently discontinued. The pt's outcome for the event of exanthema generalized was reported as not yet recovered. On (B)(6) 2011, relevant concomitant medications were started. These included: 100 mg of celecoxib 2/1 day; 2mg of irsogladine maleate 2/1 day; 500 mg of mecobalamin 3/1 day and 5mg of limaprost alfadex 3/1 day. The intensity for the event of exanthema generalized was not provided. The reporting physician assessed the relationship between synvisc and the event of exanthema as definitely related.